Event description:
It was reported that a patient, underwent a ventricular tachycardia ablation procedure with a thermocool® sf nav uni-directional catheter and at the end of the case after 3 hours of general anesthesia, before pulling out the catheter, the patient suffered a cardiac tamponade noticed by ultrasound which required to drained the effusion. Approximately 600ml were removed and no additional treatment was required. It was noted that this patient had a medical history of myocardial infarction and cardiomyopathy that may have contributed to this event. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is related to patient¿s condition. Settings during the event include: 40 watts of power and an irrigation of 30 ml. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.

Manufacturer narrative:
In the initial report, the product was listed as thermocool® sf nav uni-directional catheter with catalog# d131500, mfg# (B)(4). Additional information was received on 02/28/2016 that the actual product is thermocool® sf nav bi-directional catheter with catalog# bni35dfh mfg# (B)(4). The lot# remains unknown. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: product name: carto 3 rmt system, us catalog #: fg560000, serial #: (B)(4). (B)(4).